Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was apparent explant damage. The analyst noted that the blood in the distal conductor most likely entered through the is-1 pin as no inner insulation breach was observed.

Event description:
It was reported that during implant the right atrial lead would not stay in place after multiple attempts. The lead was attempted, but not implanted. No patient complications have been reported as a result of this event.